Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before the procedure with no issues noted. The surgeon was dissecting when the issue occurred. The instrument was in use 3 hours when the issue occurred. The surgeon did not notice any issues with the instrument until the reported issue occurred. There were no collisions and no fragments fell. The wrist was straightened to remove and there was no resistance. There was no damaged noticed to the cannula or instrument once removed. The procedure was completed robotically with no patient injury or impact.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors was analyzed and found that the failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the distal idle pulley. The distal idler pulley spun freely and did not exhibit any damage. Additionally, the instrument was found to have blade damage. One of the blade edges was indented, which prevents the blades from closing. Also, the instrument was found to have a broken tube extension at the distal end. A broken piece was not returned, measuring roughly 0.062" x¿ x 0.105¿ in size. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument had a broken wire at the tip. The procedure was completed with no reported injury.